Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush for brushing the teeth (route- dental, lot number 16511sg s3 and expiration date unspecified). After using the toothbrush for five times, the consumer noticed that it broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The reported lot number was 16511sg s3. Batch record review performed was acceptable. No deviations were noted. No manufacturing/facility issues had occurred that would affect the production of this product. Visual evaluation of the sample was acceptable. No broken samples were noted. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. The complaint will be reopened and investigated accordingly upon receiving the sample. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number was updated from 16511sg s3 to 18511sg s3. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: a review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. Device history review was acceptable. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling. Retain sample was evaluated and met specification. One toothbrush lot 18511sg s3 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. Packaging was not returned. It was observed that the defect in the returned complaint sample was not due to a manufacturing occurrence and it was manufactured according to the specification. The material of the handle had been changed, validated and released. Based on the information available, this device was used as intended for treatment. No adverse trends had been noted with this product or lot. The toothbrush broke due to high compression forces on the handle. It was verified that during the validation of this product, the toothbrush was subjected to overbend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush for brushing the teeth (route- dental, lot number 16511sg s3 and expiration date unspecified). After using the toothbrush for five times, the consumer noticed that it broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach total care plus whitening toothbrush for brushing the teeth (route- dental, lot number 16511sg s3 and expiration date unspecified). After using the toothbrush for five times, the consumer noticed that it broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case in the united states. Additional information received on (B)(4) -2012. The reported lot number was 16511sg s3. Batch record review performed was acceptable. No deviations were noted. No manufacturing/facility issues had occurred that would affect the production of this product. Visual evaluation of the sample was acceptable. No broken samples were noted. A review of the data associated with this complaint category (breaks/falls apart with use and reportable pqc) revealed no adverse trends and no trend involving this lot number. Due to lack of a sample and no adverse trends, a root cause could not be determined for this complaint. The complaint will be reopened and investigated accordingly upon receiving the sample. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number was updated from 16511sg s3 to 18511sg s3. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.